Event description:
The medication used within the following system was remodulin. The patient was part of a pulmonary arterial hypertension (pah) delivery study. A possible pocket fill was reported. On (B)(6) 2013, the patient was noted to have had swelling and pain at the area over the pump at 10:30pm, 11 hours post refill. Redness over the pump site was also noted. It was thought that a small amount of remodulin had been injected into the patient's tissue when the needle was withdrawn from the abdomen. Pump interrogation was performed and everything was normal. An abdominal ultrasound was performed and no fluid collection was seen. A binder was applied on (B)(6) 2013 and discontinued the following day. The site had deemed the remodulin injection and refill process as "related" to the event. The site noted that they will monitor the patient for the next few days to assess resolution. Swelling was resolved on (B)(6) 2013, and pain and redness resolved the following day. The patient was noted to have started taking naproxen sodium. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received. Additional information was requested but not available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Product ID, 10642 lot# j1100185r, product type catheter. (B)(4).